Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon investigation, it was noted the prongs on the patient's transmitter were burned. The transmitter also had no lights on and was not connecting with the patient's device. The transmitter was replaced. The patient was fine.

Manufacturer narrative:
The field complaint of the transmitter having no lights and the prongs being burned was not verified as the event was unable to be reproduced. There were no visible signs of burnt damage to the prongs, to any part of the ac power adapter, or to the transmitter throughout the analysis process. The unit was plugged into a working ac electrical outlet and powered on successfully.